Manufacturer narrative:
The screw was returned for eval. Visual examination revealed the screw was broken. Microscopic examination of the broken screw revealed fracture surface with a flat progressive zone with fatigue striations (beach marks). Optical inspection of the broken screw revealed significant material deformation of the countersunk retaining edge of the screw suggesting that the screw broke after fusion due fatigue failure; thus allowing rotation of the screw and resulting in subsequent back out of the screw. The implant failure occurred after fusion. The device met intended design function.

Event description:
It was reported that the pt underwent cervical fusion from c4 to c6. Approx two years post-op, a screw backed out of the plate. The pt had been having difficulty swallowing. The surgeon stated that the one of the retaining rings on the plate had broken (refer to MFR report 1030489200901048) thus allowing the screw to come out. The pt underwent revision surgery for removal of the anterior fusion plate and screw.